Event description:
It was reported that the atrial lead was found to be out of position following rough handling during a mammogram procedure. The lead was explanted and replaced. During the replacement procedure, the outer shell of the lead insulation was nicked while trying to access the subclavian vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), which was also distorted. The outer insulation was breached cut, and exhibited a cosmetic cut. The lead exhibited apparent explant damage.